Event description:
Healthcare professional reported implantation of seri with a concomitant tissue expander on (B)(6) 2014 during bilateral reconstruction surgery. Post implant on (B)(6) 2014, pt presented with redness of the right breast, and was prescribed post-operative antibiotics. Physician deflated the tissue expander, but with no improvement to symptoms. Seri and tissue expander were fully explanted on (B)(6) 2014, with add'l treatment including washing of the breast pocket and intravenous antibiotics.

Manufacturer narrative:
Explanted device is not available for return. The event of erythema is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the right side, and is the same event and the same pt reported under MDR ID # 3008374097-2014-00062 (B)(4).